Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: dell'era, g., a. Magnani, et al. (2015). "External implantable defibrillator as a bridge to reimplant after implantable cardioverter-defibrillator explant." Europace: epub before print.

Event description:
Boston scientific received information from a journal article that this (B)(6) male patient experienced an infection with a transvenous implantable cardioverter defibrillator (ICD) system. The system was completely extracted. The manufacturer, model, and serial information of the explanted system was not provided. A resterilized boston scientific single chamber ICD was connected to a temporarily implanted boston scientific right ventricular (rv) lead defibrillation lead to provide an external defibrillation system to provide therapy for the patient while he was hospitalized and recovering from the infection. While the ICD and rv lead were being used as an external system, the patient experienced a ventricular tachycardia (vt) storm. The externalized system detected and provided therapy to successfully convert the arrhythmia. No adverse patient effects were reported as a result of the infection or vt, which were not related to this externalized system. The ICD had been previously implanted in a patient who later died. There were no reported allegations against the functionality of the device or that it caused or contributed to the patient's death. The rv lead was a packaged lead that had not been in use previously.